Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore the event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised that if using the optional sound cap (8mm, 12mm); inspect sound cap foam and seal prior to use. Use caution when inserting a sharp or large device through the blue sound cap seal. Inspect the sound cap after use for physical damage of any kind. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (0300870000-2022-8021) on (B)(6) 2022. The current complaint database has been researched for this event and there were no findings. The report was found to be written against ias12-100lpi, airseal 12/100mm lpi port. It was stated that the device was being used during an unknown procedure that occurred on (B)(6) 2022. The report stated, ¿while performing the procedure on the robot, the surgeon found a blue plastic object in the patient. It was immediately removed and was found that it was part of the conmed airseal.¿. The component was retrieved from the patient. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.